Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that at 17.40, the secondary lumen infusing tpn, lipids, and fentanyl was noted by the registered nurse (rn) to be cracked just above the purple butterfly before first cap. The PICC nurse and charge nurse removed the line. Mds and parents were notified. It was unknown how long PICC had been cracked, throughout hourly checks during shift it was observed that the PICC was not visibly leaking. There was no harm reported.